Event description:
Pt diagnosed with mastodynis, ruptured silicone gel breast implants, implanted at another hospital so records not available. Pt underwent 1. Bilateral total open capsulectomy with implant removal; 2. Replacement of implants to submuscular position bilaterally; and 3. Placement of drains in submammary space.